Event description:
It was reported that the arterial monitor would not power on. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternative device was employed.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. Per the field service representative (fsr), the customer decided to retire the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.